Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose (bg) was ¿high¿; however, a specific value was not provided. Customer addressed bg level with a manual injections and correction bolus. Reportedly, the customer reset the pump and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.